Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away due to multiple organ failure. An autopsy report would not be provided. The death was not considered device related, and the device operated as expected.